Manufacturer narrative:
The impella lp 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient had impella lp5.0 pump inserted in the right axillary with no issue. Patient had been septic after impella was implanted therefore patient was treated with antibiotics.